Event description:
Extravasations: event 1) left internal jugular (lij) 9 fr introducer (double lumen (dl)) with pulmonary artery catheter (pa) to introducer placed ultrasound (us) guided and then removed six days later. Extravasated and left neck ecchymosis, black color. Extravasation protocol had been done. Line removed-plastic surgery following patient. Line not saved. Event 2) lij 9 fr dl with clip in triple lumen placed via us guided and transesophageal echocardiogram (tee) and then removed 13 days later. Noted backflow of medication/blood in one of the capped/clamped lumens and pinkness around the insertion site. Skin progressed to locally edematous and reddened. The patient also reported pain at the site. Skin pink, mild irritation, no evidence of underlying tissue injury. Line not saved. Event 3) right internal jugular (rij) quad lumen & rij dl introducer (not specified size) with pa cath placed with us guidance and removed six days later. Right ij double with pa cath and right ij quad lumen extravasation. Epinephrine, vasopressors, isoproterenol, calcium chloride, and insulin running through line. Extravasation protocol followed. Line removed- injury with incision and drainage (I & d) of neck requiring flap 4 weeks after. The rij was thrombosed based on computerized tomography (CT) scan which is the likely cause for extravasation as the lines were in the appropriate location. Line not saved. Event 4) rij central venous catheter (cvc) (triple lumen) placed us guided and then removed 5 days later. Patient had right ij cvc central line. Oozy and needing several dressing changes. Neck site painful, irritated, macerated. Patient received multiple doses of pain meds, site redressed and ice applied. Site pink/ moist irritated no evidence of underlying tissue injury. Line not saved. Event 5) rij 9 fr double lumen with pa us guided placed and removed 11 days later. Patient had a rij double cordis with a swan-ganz catheter. Patient was on continuous renal replacement therapy (crrt), so a calcium chloride, epinephrine, norepinephrine, and vasopressors all via the rij white lumen. Clinical nurse specialist (cns) has line. Event 6) rij introducer w/ pac through it placed via us with tee, removed 2 days later. Sat patient up in the cardiac chair mode and noted the rij cordis site was leaking and the chlorhexidine gluconate (chg) of the transparent dressing was soaked. Epinephrine and isuprel were infusing. Bedside lung ultrasound in emergency (blue) ultrasound done and noted a large occlusive clot. Extravasation protocol followed and injections done. Cns has line. Event 7) rij 9 fr dl introducer placed via us guidance and removed 2.5 weeks later. Extravasation noted at right ij central venous access catheter site while performing site care; actual date of extravasation not clear as there are multiple episodes of leaking catheter/site with dressing changes performed for several days prior; patient received vasopressors and antibiotics at various intervals. Consult of site revealed no underlying necrotizing soft tissue injury but will need debridement at some time in future. Non obstructive clot of rij seen on CT scan of neck 2 days post removal. Site being monitored. No line saved. Air in line. Event 8) rij pa 9 french double lumen introducer us guided placed and removed next day. Swan cath was not working properly. Air was being drawn back and needed to be removed from the patient. This was not great as we needed to measure cardiac outputs via the swan as patient was on epinephrine. Line was not saved. Event 9) rij 9 fr double lumen introducer pa to introducer rij 5 fr cvc via us and removed 8 days later. Right intra jugular introducer line when trying to pull back, no blood return in both white and brown lumen. Before starting high concentration pressors in white lumen rn noticed no blood return, but no issues with flushing the line. Brown lumen had single strength pressors running when switching over to high concentrated pressors. When pulling back brown lumen, rn noticed air in tubing with no blood return, the 10cc plunger would fill up with air along with pressor medication. Catheter sent to teleflex. Event 10) rij introducer double lumen (size not specified) pa to introducer in operating room (or) via us guidance and removed 5 days later. Central line brown port pulling back air and alerting ECMO of venous bubbles. Line was in use with lactated ringer¿s solution (lr) and insulin running with no prior issues. Line not saved. Event 11) rij 9 fr double lumen with pa via us guidance and tee and removed next day. Swan catheter ra port was sending bubbles through ra from the patient port and up the introducer into IV line. Catheter sent to teleflex. Event 12) rij introducer and pa cath placed via us guidance on and removed 8 days after. Air from brown port. Meds running: precedex/ heparin/insulin/ norepinephrine. Cns has line. Event 13) l ij introducer with clip in triple cvc placed via us guided with tee and removed next day. Air in white lumen when pulled back with syringe. Cns has line. Leaking: event 14) lij 7 fr clip in cvc 9fr double lumen introducer placed via us guidance and removed next day. Propofol leaking at site. Line not saved. Event 15) lij dl introducer 9 fr with pa catheter via introducer via us guidance and removed 5 days later. Noticed lij dressing leaking. Removed dressing and verified with another registered nurse (rn) that insertion site was leaking fluid. Vasopressor medications infusing through line. Line not saved. Event 16) lij double lumen introducer with clip in triple (procedure note single lumen (sl), documentation of dl brown and white ports) via us guidance and removed 5 days later. Left ij introducer lines with sanguineous, opaque fluid withdrawn on ports, not able to use. Line not saved.